Manufacturer narrative:
A medtronic representative visited the site to evaluate the equipment. The rep replaced a blown mvs power I put fuse. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the mobile viewing station (mvs) monitor had lost power. The monitor had a black screen. There was no green light on the mvs. This was reported outside of a procedure. There was no patient involved.